Manufacturer narrative:
(B)(4). Evaluation summary: the suture mediated closure (smc) system was returned for evaluation. The reported anterior cuff miss was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that prior to a thoracic aortic aneurysm (taa) procedure, suture placement was attempted in the mildly calcified left common femoral artery with a proglide device using the preclose technique. The arteriotomy was an 8f and during the taa procedure the sheath was upsized to a 20f. Reportedly, the sutures of the first proglide were successfully pre-placed in the arteriotomy. An anterior cuff miss occurred with the suture of the second proglide when attempted to be pre-placed. The suture of a third proglide was successfully placed using the preclose technique. The taa procedure was completed and hemostasis was achieved using the sutures of the two pre-placed proglide devices. There were no adverse patient sequelae and no reported significant delay in the procedure. The physician was reported to be trained in the use of the proglide device and is established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported the device was used in a calcified left common femoral artery. The instructions for use, states: the safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.